Manufacturer narrative:
The universal seal has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy procedure, the universal seal broke and a small round piece of rubber was found inside the patient's abdomen during the procedure. The surgeon retrieved the fragment intraoperatively and subsequently inspected both the seal and the fragment. The cannula seal was inspected prior to use and there was no issues. This issue did not result in loss of insufflation at any point during the procedure. The procedure was successfully completed robotically. The patient is in stable recovery with no reported persistent issues related to the event.